Manufacturer narrative:
November 12, 2015 10:22 am (gmt-5:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for lots 25116700, 25116912 and 25117110 the last three lots shipped to the account a year prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery worked intermittently. A replacement device was used to complete the procedure. The hospital did not report any patient effects.